Event description:
Voluntary medwatch received states that the patient experienced bradycardia. It was noted that the low voltage lead exhibited failure to capture. No intervention was performed. There were no additional patient consequences.